Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number are not provided / unknown. Previous loosening of the screw was reported in 02/01/2021, 0001038806-2021-00150.

Event description:
Doctor reports that patient reported about the week of (B)(6)-(B)(6) 2020 that the entire restoration came unscrewed and was out of his mouth. Tissue grew over the platform which they thought they completely removed. Tooth site #20.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. The reported device was not received for evaluation. The reported condition of a loosened screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number available.